Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has experienced low blood glucose and would like to troubleshoot the insulin pump to see if it is working properly. Customer's blood glucose was 152 mg/dl at the time of the phone call and 43 mg/dl a few days prior. Troubleshooting found that the customer's doctor recently made changes to the basal rates and the bolus history may have been incorrect. Customer was advised to monitor pump and follow up with doctor regarding the low blood glucose as it appears that troubleshooting ended.